Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/31/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed particles on the lens. A ''powdery material'' on the lens was analysed using a scanning electron microscope (sem) equipped with an energy dispersive x-ray (edx) - sem/edx. The results revealed that the particle was consistent with a calcium mineral species such as calcium carbonate. The particle was too small to attempt ftir (fourier transform infrared spectroscopy) analysis for further characterization. The customer's reported complaint was verified; however, the investigation of the return sample does not suggest the material was introduced during manufacturing. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a white powdery substance was observed on the optic of a zxr00v 22.5 diopter intraocular lens (iol) when opening the wheel case, which holds the iol. Therefore, the doctor did not use the lens. Reportedly, there was no patient involvement. No additional information was provided.